Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device batch numbers were provided for investigation, a manufacturing record review and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. The reported pain, elevated metal ions and intraoperative findings of pseudotumor may be consistent with metal debris; however the root cause of the reported pain, pseudotumor and elevated metal ion levels cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that two revisions occurred. The devices involved were all used in treatment. As of today, additional information has been requested for this complaint but have not become available. Without definitive part and lot numbers a complaint history, DHR review, risk management and device labelling cannot be performed for the devices involved. Should the lot/batch/serial number become available at a later date then the complaint history task will be re-opened and completed. Smith and nephew has not received device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that the patient underwent two revisions due to pain and elevated cobalt and chromium levels. Patient had a bilateral primary surgery on different dates and started to present feelings of pain. Upon checking it was discovered that the patient had above normal levels of cobalt and chromium levels on his blood, therefore it was decided to revise the right hip and then the left hip.